Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: patient-1, (B)(6) 2009. Meter-inr: 4.3, lab-inr: 2.95. Patient-2. (B)(6) 2009. Meter-inr: 3.5, lab-inr: 2.95.

Manufacturer narrative:
End-user claims discrepant accuracy results. Customer's results analyzed in-house. Accuracy met criteria. In-house and returned meter investigation; meter functional test was performed and passed. Meter memory data verified. In-house accuracy test was performed with returned strips, and returned meter; results accuracy met criteria. Product deficiency not established. No corrective action is required as no product deficiency was established. No further investigation required. On (B)(6) 2009: biosite received 1 inratio meter (B)(4) and 16 strips (ln# 080584a). Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date:(B)(6) 2009, inratio: 3.5, reference: 2.95, mean: 3.23, confidence-limits: 1.9-4.6. Date: (B)(6) 2009, inratio: 4.3, reference: 2.95, mean: 3.63, confidence-limits: 2.2-5.3. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested when it is returned. In-house accuracy test. Test date: donor 3 ((B)(6) 2009), donor 4 ((B)(6) 2009). Meters sn: returned meter (B)(4). In-house meters (B)(4). Returned strip: (B)(4). Comparative sys: sysmex 560. Two therapeutic donors. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for both samples for each lot are within the allowable bias. These meet the above criteria, and then no further action is required. No strip deficiency was established.